Manufacturer narrative:
The field service engineer determined the photometer levels were high, there was a broken bearing on the reagent mechanism, and the gear pump pressure was low. The bearing, heat cut, reaction cells, lamp, and sample probe were replaced. Precision studies were performed and these met criteria. The customer ran controls. The sample centrifugation speed may have been faster and the centrifugation time may have been lower than what is recommended by the tube manufacturer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they had issues with patient samples tested with crep2 creatinine plus ver.2 on the cobas 6000 c (501) module. Specific data was provided for one patient sample that had discrepant creatinine results. The sample initially resulted in a creatinine value of 0.61 mg/dl and this value was reported outside of the laboratory. The sample was repeated on a second analyzer, resulting in a value of 1.12 mg/dl. The repeat value was believed to be correct and a corrected report was issued. The creatinine reagent lot number was 56717501, with an expiration date of 30-apr-2022.